Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 808 mg/dl. The customer was treated with syringes and injected himself with insulin. Customer was admitted to the hospital. Customer's blood glucose at time of hospitalization was 808 mg/dl. Customer was treated in the hospital with insulin drip and fluids in IV. Customer removed the pump when he got to the hospital. Customer did not want to troubleshoot for the high blood glucose he had 2 weeks ago.